Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and rv lead impedance variation. The lead alerted for high pacing impedance. The lead had oversensing noted on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.